Manufacturer narrative:
Findings: unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 230 mg/dl. Customer states that there is no power to it all. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the display did return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. . The correct information has been provided with this report. Additional information has been reviewed after the initial report was submitted.